Event description:
It was initially reported that when the patient had the device on and turned it up they felt like they were constantly going to the bathroom and the morning of report they felt like they were leaking. It was stated the patient did not feel it when they turned it up. About four weeks later, it was reported that the patient still had concerns with her device or therapy but had not sought further help. The patient did not have the money to go see a new doctor and get the device fixed. It was later reported that the patient was told that device would last 7 years. The patient had a lot of problems with the device. For the first year everything went fine, then the patient fell and hit the device real hard and since then it had not worked as well. The patient went to doctor and was told it was fine. The patient noted a shocking or jolting sensation. The patient noted a shocking that started/occurred years ago. See manufacturer's report # 3004209178-2013-20764. The patient noted no stimulation sensation. The patient had multiple occurences where the device turned itself off. The patient checked it with the programmer on these occasions and confirmed it turned itself off. First time it happened was after her fall and the last time it happened was around two months ago. The patient had to have the device readjusted in the past. The patient hadn't seen the listed managing physician in some time but did see a doctor a year ago regarding the device and at that time there was discussion about replacement but nothing came to fruition. The patient noted eri message. The patient saw the low battery indicator around xmas time and it coincided with her leaking and constantly having to use the bathroom . The patient noted she kept track of when the device turned itself off but has since lost the documentation.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v330973, implanted: (B)(6) 2009, product type lead. (B)(4).